Event description:
Event description cpi received information that during an attempted implant this transvenous defibrillation lead (0095) the physician 'felt there was a fracture of the lead. He removed it immediatley.' Another (0095) lead was implanted.